Manufacturer narrative:
Updated h6: updated investigation findings code to c20, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. This complaint was initiated based on a reviewed literature article, gore field representative requested but did not receive any additional information from the physician, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak.

Event description:
It was reported to gore on (B)(6) 2025, that on an unknown date, an endovascular procedure was performed on a patient with an abdominal aortic aneurysm (measured 95 mm), associated with a right common iliac aneurysm (35 mm). A gore® excluder® aaa endoprosthesis (plc231400) and gore® excluder® iliac branch endoprosthesis (ceb231410) were used in the procedure. Ten days after the implant, a control cta shows a migration of the gore® excluder® iliac branch endoprosthesis resulting in minimal overlap between the two stents and a compromised sealing zone, though no endoleak was detected. To mitigate the risk of future endoleaks, the patient underwent prophylactic reintervention and an additional bridging stent (gore® excluder® aaa endoprosthesis - plc271400) was placed. A one-year follow-up cta reported no disconnection or endoleak. At 2 years, the patient presented with abdominal pain (the pain was eventually attributed to bladder distension). A cta revealed a type iii endoleak with an increase in aneurysm size, and was treated by adding another gore® excluder® aaa endoprosthesis - plc271400 bridging stent. After another 2 years, a cta revealed a new graft disconnection. The patient underwent another intervention where a new bridging stent was placed (gore® excluder® aaa endoprosthesis - plc271400). Control angiograph confirmed successful placement and aneurysm exclusion. The author concluded that the recurrent separation of the bridging stent from the main body was likely due to vessel tortuosity and angulation at the junction of the iliac branch device and main body, compounded by the short seal zone.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B3: the date of incident is unknown. Therefore, the online publication date of the literature article is used as date of incident. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® iliac branch endoprosthesis (ceb231410) review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device remains implanted. Literature citation: boudreau, c., caradu, c., bérard, x. And ducasse, e. (2025). Annals of vascular surgery - brief reports and innovations 5, 100363 https://doi.org/10.1016/j.avsurg.2025.100363. This event involves another device, reported with gore reference number (B)(4) (manufacturer report number 3013164176-2025-02386). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.